Manufacturer narrative:
H3: investigation results - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors. However, the reported fracture of the component as well as the root cause of the prosthesis wear cannot be confirmed because the devices were not available for evaluation and no images or radiographs were provided.

Event description:
Additional information: postoperative diagnosis: left toted hip arthroplasty failure due to osteolysis and polyethylene wear.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6) 142-36-93 - cocr fem head 36mm -3.5 offset 12/14, (B)(6) 164-11-11 - novation element ro s/o sz 11, (B)(6) 180-00-54 - nv crown cup no hole 54mm group 2.

Event description:
As reported via legal documentation, a patient had left hip revision on (B)(6) 2015. They underwent right hip revision surgery on (B)(6) 2023, approximately 7 years 10 months after their initial implantation. There have been no symptoms or indications for surgery reported. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.